Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured and exhibited oversensing noise which triggered an lead integrity alert (lia). The rv lead also exhibited an elevated sensing integrity counter (sic) level. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.